Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and infrarenal. Upon follow up, computed tomography revealed a distal endoleak. Physician implanted a limb extension to correct the issue. Patient is recovering.

Manufacturer narrative:
Based upon the clinical findings, the reported events is confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation findings, a design or manufacturing root cause was not identified based upon available information. The iliac arteries were reported as dilated (-1.5 cm internal diameter), which might have contributed to the event.